Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 17-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 09-apr-2018 with the following findings: during investigation, the black box showed multiple ¿cs078¿ motor alarms on (B)(6) 2017. Battery compartment was cracked and the returned battery compartment was undamaged and able to fit. The ¿ez-prime¿ steps were performed correctly, no ¿cs078¿ alarms occurred during the investigation. Unable to duplicate ¿cs078¿ complaint. The pump¿s cover was removed, moisture corrosion was found to the motor flex/connector.